Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation, but performance data was collected from the device and analyzed. No anomalies were noted; the impedance trends were steady.

Event description:
It was reported the lead was exhibiting some oversensing of noise, which resulted in pacing inhibition. The lead was replaced. No patient complications were reported as a result of this event.